Event description:
The initial reporter contacted shiley to report that a pt with a bjork-shiley convexo-concave aortic heart valve was replaced due to "valve leakage". Subsequent info obtained from the surgeon's nurse confirmed that the pt had their prosthetic valve replaced due to "a significant pv [perivalvular] leak".